Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose level and had infusion sets that failed to deliver insulin. Blood glucose level at the time of the call was 450 mg/dl and treated with bolus. Blood glucose at the time of the call was 148 mg/dl. Customer stated the insulin was not being delivered despite set change and the insulin pump did not alarm. Customer declined to troubleshoot. The insulin pump was not replaced or returned for analysis.